Manufacturer narrative:
Device was discarded and not returned for additional evaluation and investigation. As no investigation was performed on the device, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, catheter kinking and occlusions are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Representative reported that a catheter revision procedure was performed and that the revised portion was discarded after the surgery.

Event description:
Information received alleged a catheter revision is going to be performed due to abnormal findings during a side port study. The physician was unable to aspirate the catheter. The patient had complained of pain and does not believe that their pump is providing adequate coverage of their pain. The patient was approved for a revision, but the procedure has not been scheduled.

Manufacturer narrative:
Pending confirmation of revision and potential return of device. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. (B)(4).